Manufacturer narrative:
Device evaluation summary: during visual evaluation, an anomaly was observed on the device consistent with a crease/fold in the anterior and extending to the posterior view a tear was also observed within the crease/fold in the posterior view, measuring approximately 0.1 cm. The evaluation determined that the deflation is consistent with a crease fold deflation. A crease/fold failure is a known inherent risk associated with the use of saline-filled mammary prostheses. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Deflation complaint information is consistently analyzed and monitored by quality assurance to determine when further action is necessary. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Correction: the device lot number mistakenly not reported in previous supplemental report which is 5638565. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Concomitant medical products: mentor smooth round moderate profile 250cc saline breast implant, cat#:3501635, sn#: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with mentor smooth round moderate profile 250cc saline breast implants which the right side deflated after implantation. The issue has not been confirmed by the physician. As a result patient had the implant removed on (B)(6) 2019.

Manufacturer narrative:
On 1/7/2020, device received with different lot number than what was reported. Mentor followed up with the customer to make sure the identity of the device received is correct. On 1/23/2020, health care professional called mentor and indicated that the device they send in, is the correct device, therefore mentor uses the conformation date of 1/23/2020 for receiving of the suspect device. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).